Event description:
It was reported that the patient experienced syncope due to loss of capture on the leadless implantable pulse generator (ipg) shortly after implant. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.